Event description:
Surgeon was doing a laparoscopic appendectomy. The endo path ets-flex 45 didn't work on the 2nd fire. Another device was opened and worked without incident.

Event description:
Surgeon was doing a laparoscopic appendectomy. The endo path ets-flex 45 didn't work on the 2nd fire. Another device was opened and worked without incident.